Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode conductor coil was fractured at the distal end of the terminal pin. Microscopic analysis confirmed that the lead became fractured due to torsional overstress. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured during attempts to extend/retract the helix.

Event description:
--

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this lead was an attempted right atrial (ra) implant following the attempted implant of another lead after the helix mechanism was observed to no longer extend. The patient was noted to have difficult anatomy which required the use of stylets with sharp angles to place the lead in the desired location. Several attempts were made to deploy the helix into the heart tissue at the target site of implant but it became stuck and would no longer deploy. The lead was extracted and replaced with an alternate model lead and the implant procedure completed without further issue. The physician suspected the helix mechanism of this lead had fractured resulting in its inability to extend and retract. No adverse patient effects were reported.